Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited an abrupt increase in thresholds and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to variations in the right ventricular (rv) lead impedances, as well as an increased sensing integrity counter (sic). Oversensing was also noted on high rate non-sustained and non-sustained ventricular tachycardia episodes. The lead will be revised. No patient complications have been reported as a result of this event.